Manufacturer narrative:
(B)(4) initial report additional information has been requested in order to progress with this investigation, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. Devices not returned.

Event description:
Cormet revision due to pain in the right hip and metal reaction.

Manufacturer narrative:
(B)(4) final report. Additional information was requested in order to progress with this investigation, however, it was not provided and thus there was only limited information available for the investigation. The appropriate device details were provided and the relevant device manufacturing records were identified and reviewed. The explanted devices were not returned to corin for examination, therefore, it cannot be determined whether the corin cormet devices caused or contributed to the patients experience. Based on this, corin now consider this case closed, however, should the explants become available or if any new information is provided, this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. Device not returned.

Event description:
Cormet revision due to pain in the right hip and metal reaction.